Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgment occurred. The 80-90% stenosed target lesion was located in the moderately tortuous and mildly calcified distal right coronary artery. After pre-dilation was performed, a 3.00 x 20mm synergy ii drug eluting stent was advanced but failed to cross the lesion. However, while pulling the stent catheter back, the stent stripped off the balloon. The dislodged stent was then snared out of the patients body and the procedure was abandoned. No patient complications nor injuries were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgment occurred. The 80-90% stenosed target lesion was located in the moderately tortuous and mildly calcified distal right coronary artery. After pre-dilation was performed, a 3.00 x 20mm synergy ii drug eluting stent was advanced but failed to cross the lesion. However, while pulling the stent catheter back, the stent stripped off the balloon. The dislodged stent was then snared out of the patients body and the procedure was abandoned. No patient complications nor injuries were reported. A synergy ii us mr 3.00 x 20mm stent delivery system (sds) was returned for analysis, a stent was not on the sds a stent was returned on a guidewire and snare device. A detached stent was returned on guidewire and caught on a snare device the snare device was returned in a guide catheter (0.070). The stent was damaged with stent struts bunched and stretched. The balloon was reviewed. There was no stent on the balloon. The balloon wings were tightly wrapped. It did not appear positive pressure had been applied to the balloon. Crimp markings were evident on the balloon wall indicating correct crimping and positioning of the stent prior to the complaint incident. Hardened media resembling blood was noted inside the balloon. A visual and tactile examination of the shaft polymer extrusion identified shaft polymer extrusion damage. Shaft polymer extrusion stretched on the proximal and distal side of the wire exchange port. Inner shaft polymer extrusion bunching was noted 2.5 mm proximal to the bi-component bond. Hardened medium resembling blood was noted in inflation lumen of the shaft polymer extrusion. Due to the apparent blood noted in the inflation lumen and balloon a leak test was carried out. Wen positive pressure was applied a leak was noted on distal side of the port bond at the wire exchange port. A tear was noted at the leak site. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis.